Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, the device made a strange noise. The instruments where sticking in the device and it was difficult to remove them. The case was completed with this trocar. There was no patient injury.